Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of unacceptable threshold and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. X-ray examination found no anomalies or distortion of the helix or inner coil that would have contributed to the helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for initial implant procedure of the right atrial (ra) lead. During the procedure, it was noted via fluoroscopy imaging, that the helix failed to extend after insertion into the patient's body. Inadequate capture thresholds and failure to capture was also noted on the ra lead. This lead was not used, and the physician completed the procedure using a different lead. The patient condition was stable.